Event description:
On (B)(6) 2012, the dialysis center's rn reported to baxter us that the home patient (hp) had developed peritonitis. At the time of this call, the rn stated that the peritonitis was related to the hp's peritoneal dialysis (pd) therapy. The rn stated that the hp is currently on hemodialysis (hd) and received an unknown treatment for the peritonitis. On (B)(4) 2012, the facility administrator stated that the peritonitis was not related to a baxter device, the facility feels that the hospital's poor technique related to pd therapy caused the peritonitis event which was diagnosed as candida albicans (fungal) peritonitis on (B)(6) 2012. The facility administrator stated that the hp will be on hd for at least another month. The facility administrator did not provide any additional information. It is unknown what treatment or medical intervention was provided in the hospital.

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The home patient's registered nurse stated the client is no longer on peritoneal dialysis therapy. The client was in the first hospital for gastric ulcers and the client's wife would come in twice daily and perform the client's pd therapy. The client required more medical care, so he was transferred to the second hospital and the facility would not allow the wife to perform the pd therapy, so according to the wife the staff at the hospital were performing the client's pd therapy without a mask and without proper connection techniques. The wife had the client transferred to the third hospital where he was diagnosed with the fungal peritonitis. After a number of tests the doctor's determined that the client's peritoneum had too much scar tissue to continue with peritoneal dialysis and the doctor's removed the client's catheter and started the client on hemodialysis. This complaint is for a report of an use error - breach in aseptic technique issue is confirmed because the patient's wife reported the staff at the hospital were performing the pd therapy without a mask and without proper connection techniques. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.